Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument would not open or operate properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found both pitch cables were broken at the distal clevis hub. One cable segment that contained the crimp was no longer installed at the clevis and was missing. The clevis did not exhibit any damage or wear marks. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cables were found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.